Event description:
It was reported the device was re-sterilized and at the time of re-implant the lead "got stuck in the device." Of note, re-sterilization of the device was performed by an outside company. A different device was subsequently implanted and the same lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.